Event description:
It was reported that the left ventricular lead had high threshold. The lead was capped and not replaced.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2011; 6947 lead, implanted (B)(6) 2004. (B)(4).